Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - product evaluation in-process. Manufacturer contacted customer in a follow-up call on 10-jun-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 181, 215 and 243 mg/dl. Customer stated the true metrix meter results were higher than his previous meter; customer did not provide actual meter to meter comparison test results. The customer¿s expected am fasting blood glucose test result range is 100-140 mg/dl and expected pm fasting blood glucose test result is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/31/2023 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: result 1: 181 mg/dl. Date: (B)(6). Time 9:53 am. Fasting. Result 2: 174 mg/dl date: (B)(6). Time: 5:22 am. Fasting. Result 3: 215 mg/dl date: (B)(6). Time: 11:00 pm. Fasting. Result 4: 243 mg/dl date: (B)(6). Time: 9:11 pm. Fasting. Result 5: 164 mg/dl date: (B)(6). Time: 1:44 pm. Non fasting.

Manufacturer narrative:
Sections with additional information as of 15-july-2022: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: reported defect not reproduced on returned meter. Product evaluation has been completed. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.